Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow-up in clinic, loss of capture was noted on the right ventricular (rv) lead. The programming changes were made but capture was found to be intermittent. Pocket stimulation was also noted. The patient is paced very little in the right ventricle and conducts with atrial pacing. Lead revision was discussed.

Event description:
New information received notes that when the patient presented for follow up in clinic, r wave amplitude variation was noted on the right ventricular (rv) lead. During the lead revision, the fluoroscopy exhibited dislodgement of the rv lead. The lead could not be repositioned after couple of attempts. The lead was capped on (B)(6) 2020 and replaced. The replaced lead exhibited all parameters within normal limit. The patient was stable before during and after the procedure.